Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had absence of alarm. Customer stated they were hospitalized due to covid and insulin pump was not in use. Customer stated hospital did something with insulin pump and it was beeping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.